Event description:
Peg tube, which is a 16 french foley catheter, found by rn supervisor dislodged. Balloon found to be ruptured. Timeline of documentation regarding peg tube care and flushing done. No common rns found to have flushed the peg tube within 24 hours of ruptured tube being found. This is the 2nd time balloon rupture was found with this patient. A third balloon has also been found to have ruptured. No harm to patient.